Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio then replaced the device's lid.  Proper device operation was then confirmed through functional and performance testing. Physio further examined the removed lid and determined that the cause of the reported issue was that one of the lid springs had been damaged/bent and would no longer fit/secure properly.

Event description:
Physio-control observed during an inspection that a physio owned device had a broken lid spring. S a result, when the on/off button was pressed the lid would not open which could delay, or prevent, defibrillation therapy if it were necessary. &#1288;ere was no patient use associated with the reported event.